Event description:
It was reported that a spectrum infusion pump's second blue button wasn't working during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. H11: the device was received for evaluation. During functional testing, second blue button isn't working' was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be 2nd column of keys 'setup' on the keypad do not function. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.